Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level of 444 mg/dl and changing into multiple infusion sets. The customer did not provide the symptoms regarding high blood glucose. Customer experiencing the issue because of the infusion sets and the insulin pump under delivering and not doing its job, as stated by his wife as well. The insulin pump was not returned for analysis.